Event description:
It was reported that a pump alarmed too close to the door. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by loose lower latch switch bracket screws. The lower auxiliary assembly was replaced.